Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 21-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was inserted. The consumer experienced painful placement. In 2011, less than 1 month after insertion, the consumer experienced tiredness, mood swings, memory loss and concentration problems. On an unspecified date the consumer experienced irregular bleeding or breakthrough bleeding, arrhythmia, menopause complaints and tingling. Those events led her less fit. On unspecified date, pictures, examination heart, blood pressure, urine and feces were performed, but the details were not provided. On unspecified date, kidney and liver do not function well, adhesions present in uterus. Although the consumer was treated with alternative circuit, blood transfusion (with own blood), the outcome of these events was reported as not resolved. She contacted her physician to osteopath, alternative circuit. The physician was planning the removal of essure. Company causality comment:this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had irregular bleeding or breakthrough bleeding. Physician was planning the removal of essure. This event is listed in the reference safety information for essure. After essure insertion, menses pattern changes may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 30-sep-2016: this adverse event report is related to a ptc and the bayer (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 04-oct-2016 for the following meddra preferred terms: metrorrhagia: the analysis in the global safety database revealed 32 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had irregular bleeding or breakthrough bleeding. Physician was planning the removal of essure. This event is listed in the reference safety information for essure. After essure insertion, menses pattern changes may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not reported. Given the nature of the reported event, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal will be required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.